Event description:
It was reported that there was a tear in the wrap used for an arteriovenous (av) loop of the custom tubing pack, and the wrap was de scribed as flimsy, causing issues when handed off to the sterile field prior to use. The previous waterproof wrap was no longer supplied, leading to the use of a single, thinner wrap layer that was prone to tearing. Options such as using a table tray or a double wrap were suggested as potential solutions. The use of the device was unspecified. There was no adverse patient effects.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.